Manufacturer narrative:
Final analysis found the device in backup vvi mode, due to integrated circuit.

Event description:
It was reported that a patient experiencing fatigue presented to the clinic for a routine follow up. The pulse generator exhibited backup vvi operation. On (B)(6) 2013, the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.